Event description:
Related manufacturer reference number: 1627487-2024-00757. It was reported that patient experienced ineffective therapy and discomfort at the ipg site. As a result, surgical intervention was undertaken on (B)(4) 2024 wherein patients' whole system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.